Event description:
It was reported by sales rep that the laparoscopic cholecystectomy was performed in 2002. The patient came back to surgery the next day for an emergency operation because patient was bleeding. The surgeon claimed that the patient was bleeding from the cystic artery stump, where he placed two clips the day before. The surgeon is unsure whether the clips had anything to do with the bleeding. He claims that the device functioned fine to his knowledge during the original case. He said that when he opened the patient, he could not determine if the clips were on the stump or not because of the massive bleeding. He said he was too busy trying to control the bleeding to observe the clips. He claims he in unsure if the complication was the fault of the device. Repair was performed open. The patient remained in the hospital for six days.